Manufacturer narrative:
The insulin pump was received with a button that had intermittent response due to a flattened (creased) dome. No button error alarms were noted. The unit was also received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error which he cleared. The patient's blood glucose at the time of incident was unknown, but it was 66 mg/dl an hour prior to the call and he ate sugar tablets to prevent a low. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.